Event description:
It was reported that an echelon powered circular was used on a patient for a lower anterior resection, the surgeon did a routine leak test with air, and the anastomosis past the test, also the proximal and distal "donuts" were checked and were good with good margins. Subsequently the patient has had an anastomotic leak and is critical. Also has had to be re operated on and has an infection.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? An air leak test was performed with a bulb syringe. There were no bubbles and the anastomoses passed the test. Was the staple line visualized endoscopically during the initial surgical procedure? The tissue was visually seen endoscopically to be anastomosed. How many days postoperative did the leak occur? The leak seemed to have occurred between 1 and 4 days post op. How was the leak identified? The leak was identified but the patient going into septic shock on day 4 and was taken into theatre to be re-operated on. What was observed at the site of the leak upon reoperation? The surgeon that operated said that he couldn't see any staples that were meant to be there along the anastomoses site and that the two ends of bowel were completely separated. How was the leak addressed? He addressed the leak by giving the patent a colostomy and hand suturing the rental stump.